Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-14702, 1627487-2021-14701, 1627487-2021-14699. It was reported that the patient experienced ineffective stimulation. Imaging revealed that the right l5 and left s1 leads had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which leads were replaced; therefore all leads are being reported.